Event description:
It was reported that during a percutaneous transluminal angioplasty, a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified shunt of an unspecified vessel. A 5.0mm x 40mm, 40cm mustang balloon catheter was advanced for dilatation, however, on the first inflation at 10 atmospheres, the balloon ruptured. The physician removed the device intact. The procedure was completed with a different device. No patient complications were reported and patient¿s status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).